Event description:
Customer reported that during a shoulder arthroscopy the pump was intermittently increased in pressure. The pts shoulder became swollen. No other injuries or complications were reported.